Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "tip of screwdriver broke off during insertion of 5.0 locking screw in femoral shaft."